Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were found at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer's blood glucose was 7.7 mmol/dl, which was treated with food. It was stated the insulin pump may have been exposed to sweat. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.